Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found, but blood noted on helix; the analyst noted that there were no setscrew marks on the is-1 pin, thus lead was not fully inserted in device; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, noise was found on positioning the lead in atrium. The physician suspected connection trouble and changed the cable between the lead and the pace/sense analyzer, but the situation did not change. The lead was not used. No patient complications have been reported as a result of this event.